Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac vein. A 12.0 x 60, 75cm mustang balloon catheter was advanced for percutaneous transluminal angioplasty. During the procedure, the middle part of the balloon burst upon second inflation at 10 atmospheres for 30 seconds. The contrast agent was leaking out after several attempts of dilation. The physician determined that the procedure could not be performed with this device. A different size of mustang balloon was used to complete the procedure. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 31mm in length and extended from a position 24mm proximal of the distal markerband to 6mm distal of the distal markerband.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac vein. A 12.0 x 60, 75cm mustang balloon catheter was advanced for percutaneous transluminal angioplasty. During the procedure, the middle part of the balloon burst upon second inflation at 10 atmospheres for 30 seconds. The contrast agent was leaking out after several attempts of dilation. The physician determined that the procedure could not be performed with this device. A different size of mustang balloon was used to complete the procedure. No complications were reported.